Manufacturer narrative:
(B)(4). Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint; therefore, 10 retained tubes from the same lot number were tested in centrifuge. None of the cap/stopper assemblies detached from their tubes during the procedure. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the defect was not evident in the testing of the retained samples. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube the stopper pops out of the tube. The following information was provided by the initial reporter. The customer stated: "the lid on the vacutainer popped during centrifugation. One of the yellow top lids ¿exploded¿ in the centrifuge. It is possible that the tube was not seated correctly in the slot which when the centrifuge was started would cause the bottom of the tube to spin to the bottom and the lid pop off (we have noted that the bungs on the bd tubes are not as firm or as deep as the previous tubes)."